Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units. During insulin gauge calculations with tandem technical support showed that the cartridge had 74 units remaining. The customer reloaded the cartridge and received a minimum fill message. The customer's blood glucose level was 79 mg/dl. Although requested, no further information was provided on the reported event.